Event description:
It was reported that that the lead impedance was 200 ohms. Patient received inappropriate therapy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Since only 37 cm of the distal part of the lead was returned, a complete analysis could not be performed. The lead exhibited normal electical characteristics.